Manufacturer narrative:
Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. The following devices were also listed in this report: cat# 6570-0-136; delta v-40 ceramic head 36/0; lot# 34938001. Cat#540-11-50e; trident psl ha solid back 50mm; lot# 29268301r3 . Cat#623-00-36e; trident 0° x3 insert 36mm ID; lot# 35033801. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.

Event description:
In (B)(6) 2011 the patient was operated on for a left hip arthroplasty. She is discharged on february 16 in good condition. From the moment of discharge, the patient complained of pain in the prosthetic hip with consequent functional limitations. On (B)(6) 2014 the patient received a voluntary recall letter to carry out a blood test aimed at searching for the presence of chromium and cobalt. On (B)(6) 2017 the patient was hospitalized and remained in hospital until (B)(6) 2017 for a bacteremia due to staphylococcus aureus with disseminated infection in the form of spondylodiscias and muscle abscesses, bilateral pneumonia and multiple abscesses of skin and soft tissues. She was also reported to have advanced coxarthrosis in the right hip with ovalization of the femoral head. From (B)(6) 2021 to (B)(6) 2021 2021 there were other hospitalizations in orthopedics and semi-intensive therapy and resuscitation. In (B)(6) 2021, the spacer of the prosthesis was also removed. From (B)(6) 2021 to (B)(6) 2021 the patient is hospitalized for recurrence of the periprosthetic infection of the left hip and a surgical operation and replacement of the head of the left hip arthroplasty is required following the infections that have arisen. She follows a home hospitalization and following a forced wait the distal phalanx of a toe was also amputated. Today, after 10 years, the patient has no infections and she is in a stable situation, albeit with pain, chronic fatigue and ambulation problems.

Event description:
In (B)(6) 2011 the patient was operated on for a left hip arthroplasty. She is discharged on (B)(6) in good condition. From the moment of discharge, the patient complained of pain in the prosthetic hip with consequent functional limitations. On (B)(6), 2014 the patient received a voluntary recall letter to carry out a blood test aimed at searching for the presence of chromium and cobalt. On (B)(6), 2017 the patient was hospitalized and remained in hospital until (B)(6) for a bacteremia due to staphylococcus aureus with disseminated infection in the form of spondylodiscias and muscle abscesses, bilateral pneumonia and multiple abscesses of skin and soft tissues. She was also reported to have advanced coxarthrosis in the right hip with ovalization of the femoral head. From (B)(6), 2021 to (B)(6) 2021 there were other hospitalizations in orthopedics and semi-intensive therapy and resuscitation. In (B)(6) 2021, the spacer of the prosthesis was also removed. From (B)(6) 2021 to (B)(6) 2021 the patient is hospitalized for recurrence of the periprosthetic infection of the left hip and a surgical operation and replacement of the head of the left hip arthroplasty is required following the infections that have arisen. She follows a home hospitalization and following a forced wait the distal phalanx of a toe was also amputated. Today, after 10 years, the patient has no infections and she is in a stable situation, albeit with pain, chronic fatigue and ambulation problems.

Manufacturer narrative:
Reported event: an event regarding infection involving an abgii modular device was reported. The event was confirmed. Method & results: -device evaluation and results: device evaluation was not performed as no devices were received. -device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. -complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.